Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to incontinence. There were no device issues. The physician added a second cuff to the original system and replaced the pump. There were no additional patient complications.